Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The stent was detached from the balloon and not returned for analysis. The balloon cone profiles and main balloon body were reviewed and analysis found that the balloon material was relaxed out of its intended position. Solidified contrast media was evident inside the balloon chamber which suggests that the balloon may have received positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in the moderately calcified mid right coronary artery (rca). A mach1 guide catheter was placed. Following predilation with an nc quantum balloon catheter, pre-intravascular ultrasound (ivus) was performed. Subsequently, a 32 x 3.50 promus premier drug-eluting stent was advanced to treat the lesion; however, the stent dislodged into the guide catheter. The dislodged stent was removed with the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in the moderately calcified mid right coronary artery (rca). A mach1 guide catheter was placed. Following predilation with an nc quantum balloon catheter, pre-intravascular ultrasound (ivus) was performed. Subsequently, a 32 x 3.50 promus premier¿ drug-eluting stent was advanced to treat the lesion; however, the stent dislodged into the guide catheter. The dislodged stent was removed with the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.